Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis. Subsequently, customer was hospitalized. The customer alleged that the cause was the pump was malfunctioning, however this could not be confirmed as tandem technical support was unable to make contact with the customer. Reportedly, the customer reverted to manual injections for insulin therapy.